Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to close and remove background processes, confirm airplane mode was off, cellular and wi-fi were enabled, uninstall and re-install the g5 application, log in, and try to re-pair transmitter, which was unsuccessful. No additional patient or event information is available.